Event description:
The customer stated that she was hospitalized for high glucose levels greater than 700 mg/dl. Troubleshooting had been performed on a previous call and the insulin pump passed the prime test. The customer stated that the doctor would not release her until the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test including the occlusion, prime, excessive. No delivery and displacement tests.